Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient had some issues going on and wondered about turning off the pump if there was an emergency. Patient services reviewed. The patient stated that they couldn't eat, go to the bathroom and couldn't urinate. The patient had "sucked down 2 gallons of water and pee out a pint". The patient also mentioned that they had abdominal pains and back pains that started about 3 weeks prior. It got worse a week prior to the report after the healthcare provider (hcp) turned up the dosage in the pump. Per the patient, about 3 days prior to the report, it got to the point where the patient could not urinate. The patient had been to the hospital and urgent care twice "this weekend" and "no one seems to be able to figure it out except for the fact that they keep looking at the pump". The patient mentioned that the pain was in his back and "kind of feels like it is a kidney" and "about a week ago, maybe 3 days ago" they started to get to the point where they couldn't urinate. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.